Event description:
It was reported a MFR rep interrogated the neurostimulator in 2007 and confirmed the neurostimulator was overdischarged. In 2008, the rep reported telemetry issues. The rep instructed the pt to perform one physician mode recharge which was effective. The pt received normal charge interface and was directed to charge after that. The pt indicated he could feel stimulation while charging but then the pt lost stimulation after making an adjustment with his pt programmer; an icon on the programmer indicated the pt needed to charge even though he had just completed a charge session. The pt was not able to interrogate the neurostimulator.